Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of the session records revealed oversensing of atrial events on the rv and inhibiting pacing. The rv lead is competitors lead. Oversensing has been observed since the implant of the ICD. Recommended programming changes were made. Less oversensing and more biv pacing was noted. The patient is stable.